Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) came into the emergency room with complaints of green drainage from their incision pocket and a fever. The patient was admitted into the hospital and placed on intravenous antibiotic therapy. Urine and blood cultures were done and showed no growth after 5 days. The patient was discharged with a clean and dry incision without any drainage. No further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.